Event description:
It was reported that the health care provider (hcp) believed the patient was twiddling their pump. The hcp thought the patient possibly snapped the catheter at the proximal section, near the pump connection. It was noted the patient had previously had two catheters spliced together. It was noted that nothing had been done to confirm the catheter status, and the hcp was speculating that the catheter snapped. It was later reported that a revision was performed on (B)(6) 2013. During the revision, the pump connection appeared to be snapped and disconnected. The catheter was replaced. The pump location was changed to the right side of the back so that the patient would not be able to twiddle it as easily. The same pump was used. The pump system was being used to deliver bupivacaine and dilaudid. It was noted an x-ray was performed on (B)(6) 2013 that verified that there was an issue, and that surgical intervention was needed. No other troubleshooting was performed. The explanted catheters were discarded and will not be returned. It was stated that this event was caused by the patient having twiddler's syndrome. It was additionally reported that the bupivacaine and dilaudid were both 10 mg/ml and both were running at 0.27 mg/day.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type catheter; product ID 8711, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).